Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two used samples and seven unused samples were received for investigation. Visual inspection was performed per procedure. During the functional testing, one of the unused samples failed the functional testing, confirming the complaint. The root cause confirmed in the physical samples received and in the unit that failed delivery accuracy is tube arch height out of the specification range. A corrective and preventative action was opened to address the reported issue., corrected data: d1.

Event description:
Information was received regarding a cadd administration set. It was reported that pump had difficulty delivering the infusion during prefilling. Customer notes, "instead of the usual 12-13 ml, it was 40 ml." After 14 hours in use, more than half of the infusion remained in the bag. The problem persisted even after replacing the pump.